Manufacturer narrative:
At time of filing, although expected, the reported device has not been returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the conmed sales representative submitted photos and reported an issue involving the l3000, lithium battery charger sn (B)(4) that occurred at (B)(6) hospital. It was noted when charging a battery l3000lg on (B)(6) 2020 the charger caught on fire. There were no outside sources that could have caused the fire. Information from the facility indicates that no one was injured, there was no patient or surgical involvement. The charger and battery were located within the central sterile processing room. Only one of the four connection points was involved with the fire. The battery had not been on the charger any longer than 2-3 hours as they rotate the batteries frequently during use. It was stated the charger is kept in use throughout the day, and as they process batteries through the cycles they will rotate the batteries onto the charger. As per witnesses, the flames originated from inside of the charger, and stemmed upwards through the battery which then caused the melting of the battery and surrounding area on the charger itself. There were flames also coming from the charging station slot #1 where the battery was connected. The staff utilized a fire extinguisher to put out the flames. The other charging stations had been in use when the accident occurred but there was no evident or visible damage to the other batteries on the charging station. Those other batteries were separated from the rotation and were sent out with the other pieces of equipment as precaution. There were no visible damages to the cord before or after the fire, but it was sent out for evaluation as well. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence due to fire.

Manufacturer narrative:
Concomitant device: hall lithium large battery, item # l3000lg, serial # (B)(4), date of manufacture:mar2016. The reported complaint of the battery charger catching fire is confirmed. An evaluation of the returned device found that while the outside surface of the battery enclosure was damaged, the lithium battery did not exhibit evidence of any type of battery cell failure or protection circuit failure. Charger bay #1 contact housing and circuit board completely melted and degraded by thermal event. The remaining 3 charger bays exhibit dried saline and cleaning debris by evidence of crusty and corroded contacts and pins. The charger unit was overdue for preventive maintenance. The service history was reviewed, and no prior maintenance service data was found. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. A two-year review of complaint history for this device family and failure mode, revealed there has been a total of (B)(4) complaints, regarding 1 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0005. Please note however, because this is a reusable device, the potential number of uses is not considered in this failure rate. The instructions for use (IFU) provides the user with information regarding proper care and use of this device. Per the IFU, the user is also advised that prior to use, inspect all equipment for proper operation. The service interval is required to keep lithium battery charger at its optimum operating performance. Failure to follow this routine maintenance schedule may result in damage to the battery charger and may invalidate the product warranty. This issue will continue to be monitored through the complaint system to assure patient safety.